Event description:
According to the patient files, an abnormal ventricular lead impedance (>3000o) was recorded. The field reported also an intermittent pacing failure which was observed around (B)(6) 2023. The physician explanted the pacing system on (B)(6) 2023. The patient was implanted with a medtronic leadless pacemaker. The returned lead was used with a lead removal tool and was found to be in very poor condition (the lead was torn/damaged).

Manufacturer narrative:
Correction: b3. Date of event : according to the patient files, the event occurred (at lest) 18/10/2023. D5: explantation date: as the pacemaker system (device + leads) was explanted and another system was implanted and the last interrogation was performed on (B)(6) 2023. The explantation date is (B)(6) 2023 and not (B)(6) 2023. Device evaluation: according to the last patient files provided, a re-intervention was performed on (B)(6) 2023 to replace a double-chamber pacemaker due to abnormal ventricular impedance (<300o) and an intermittent ventricular pacing. The files provided are those stored in the pacemaker memory since (B)(6), 2023, when the pacemaker was already programmed in vvi mode. The return analysis identified insulation at l= 124 mm from the distal tip, resulting to blood infiltration along the lead body. Considering the location and characteristics of the insulation breaches to each lead, the cause is most likely attributable to lead-to-lead abrasion. The manufacturing records review confirmed that the lead was manufactured in accordance with established procedures. The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, an abnormal ventricular lead impedance (<300o) was reported. The field reported also an intermittent pacing failure which was observed around (B)(6) 2023. The physician explanted the pacing system on (B)(6) 2023. The patient was implanted with a medtronic leadless pacemaker. The returned lead was used with a lead removal tool and was found to be in very poor condition (the lead was torn/damaged).